Manufacturer narrative:
Citation: szekely y et al. Red blood cell distribution width as a prognostic factor in patients undergoing transcatheter aortic valve implantation. J cardiol. 2019 sep;74(3):212-216. Doi: 10.1016/j.jjcc.2019.04.005. Epub 2019 may 3. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an evaluation of the long-term prognostic value of baseline red blood cell distribution width in patients who underwent transcatheter aortic valve implantation. All data was retrospectively collected from a single center. The study population included 1,029 patients (predominantly female; mean age 83 years), 662 were implanted with medtronic corevalve (470) or evolut r (192) bioprosthetic valves. No serial numbers were provided. Among all patients, the in-hospital, 30-day, 1-year and 5-year mortality rates were discussed. However, multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation, new-onset atrial fibrillation or flutter, stroke, transient ischemic attack, infection, moderate-severe paravalvular leak, conversion to open surgery, coronary obstruction, mitral valve damage, tamponade, ventricular septal perforation, valve migration/embolization, major vascular complications, and major bleeding. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.